Event description:
Plugged in the extendevac pencil and it began to buzz as if the coagulation button was being pushed.the buttons on the handpiece were examined and did not appear to be compressed in any way. Removed the product and replaced with new handpiece without further incident. The pencil was on the patient's drape but the tip never touched the patient and there was no evidence of burn.